Event description:
The reporter contacted animas on 03/09/2015 alleging site/set/cart (air bubbles/leak) issue. The reporter stated that there were air bubbles in the cartridge. Customer support (cs) reviewed the insertion technique and the patient was using infusion set per IFU. The patient had a blood glucose (bg) of 26.4mmol/l with small ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the hyperglycemic event the patient experienced due to alleged air bubbles in the cartridge.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.